Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system sought medical intervention due to two inappropriate shocks. Interrogation confirmed shocking events and in office manipulation reported noise was easily reproducible with left arm motion. Technical services suspected the device may not be sutured correctly. The field representative reported a revision would take place and system placement evaluated. During the revision procedure, it was confirmed the device had not been sutured into place. No other system changes were required and procedure completed. Defibrillation testing was successful with conversion at 65 joules; however once patient was out of anesthesia, they began aggressive movement and system noise again recurred. The patient was immediately returned to the or table, so as to further inspect the electrode positioning. Fluoroscopy images illustrated a hill shape of the shocking coil. As such, the electrode was then removed and reimplanted to the left as an attempt to increase r-waves. Following the second intervention, the representative reported difficulty with induction and failed conversion at 65 and 80 joules. During recovery, the patient received an additional three shocks, reportedly while thrashing around. The post surgical shocks were also classified as inappropriate: the system has since been deactivated. No further information has been received at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with a insulation puncture identified. Resistance tests were completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations; however, the identified puncture hole in the lead's insulation, through to both sensing lumens, could have contributed to the allegation of noise.

Event description:
Subsequently, this system was explanted and replaced in absence of adverse patient effects, with a transvenous ICD system. The components were returned for analysis.